Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified particulate matter in the drain line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small particles on a homechoice cassette. This was found after the patient used the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.